Event description:
My 14 year old daughter has been using the biofinity contact lens product manufactured by coopervision. Each contact is used for one month. Therefore, two contacts are used each month. In six months, we have found 4 defective contact lens that are not usable. I contacted my local eye care provider. They told me that they cannot do anything about defective contacts. Today, I emailed coopervision reporting the experience with defective contact lens. A response came back from the manufacturer that they are regulated by the FDA and cannot provide contact lens directly to the consumer. My primary request is that I would like to receive free of charge for replacement contacts which I would expect that the manufacturer be able to send to my local eye care provider. I don't think that I should be stuck with defective goods that are regulated by the FDA.